Manufacturer narrative:
The reported complaint was confirmed as the charging port was physically damaged. The port was replaced during bench repair. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was physical damage to the charging port. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the charging port is also physically damaged. No patient involvement.-